Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and cervix carcinoma ("had an abnormal pap smear with cancer cells") in a 37-year-old female patient who had essure (batch no. 857597) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage. Concurrent conditions included nickel sensitivity. Concomitant products included colecalciferol (vitamin d), cyanocobalamin (vitamin b12), escitalopram oxalate (lexapro) and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced cervix carcinoma (seriousness criterion medically significant) and rash ("rashes"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), the first episode of vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced the second episode of vaginal haemorrhage ("spotting / passing clots"), menstruation irregular ("irregular periods"), palpitations ("heart palpitations"), weight increased ("weight gain"), constipation ("constipation"), depression ("depression") and urticaria ("hives"). In 2014, the patient experienced migraine ("migraines"), fatigue ("chronic fatigue") and headache ("headaches"). On (B)(6) 2017, the patient experienced anxiety ("worsening of her anxiety"). On an unknown date, the patient experienced vaginal infection ("chronic vaginal infections") with vaginal discharge, abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation"), dysgeusia ("metallic taste in mouth"), erythema ("skin redness"), skin mass ("skin bumps"), dry skin ("dry skin"), skin disorder ("patches of skin resembling burn marks, skin bumps"), pruritus ("itching"), weight fluctuation ("weight fluctuations"), back pain ("lower back pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (on (B)(6) 2017, underwent a bilateral salpingectomy, during which both her fallopian tubes removed) and surgery (leap procedure was performed removing part of the cervix). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal infection, dysmenorrhoea, abdominal pain lower, arthralgia, uterine pain, menorrhagia, dysgeusia, migraine, cervix carcinoma, anxiety, rash, erythema, skin mass, dry skin, skin disorder, fatigue, weight fluctuation, back pain, headache, allergy to metals, bladder disorder, urinary tract disorder, dyspareunia, the last episode of vaginal haemorrhage, menstruation irregular, palpitations, weight increased, constipation, depression and urticaria outcome was unknown and the pruritus had resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, bladder disorder, cervix carcinoma, constipation, depression, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, menorrhagia, menstruation irregular, migraine, palpitations, pelvic pain, pruritus, rash, skin disorder, skin mass, urinary tract disorder, urticaria, uterine pain, vaginal infection, weight fluctuation, weight increased, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. Discrepant data provided: essure insertion provided as (B)(6) 2012 (previously reported as (B)(6) 2010). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 4-may-2018: new reporter (regulatory authority FDA, reference number: mw5076704) added; essure lot number 857597 provided; essure insertion provided as (B)(6) 2012 (previously reported as (B)(6) 2010); spotting passing clots, irregular periods, heart palpitations, weight gain, constipation, depression, and hives were added as event; concomitant medications added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and cervix carcinoma ("had an abnormal pap smear with cancer cells") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage. Concurrent conditions included nickel sensitivity. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced cervix carcinoma (seriousness criterion medically significant) and rash ("rashes"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced migraine ("migraines"), fatigue ("chronic fatigue") and headache ("headaches"). On (B)(6) 2017, the patient experienced anxiety ("worsening of her anxiety"). On an unknown date, the patient experienced vaginal infection ("chronic vaginal infections") with vaginal discharge, abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation"), dysgeusia ("metallic taste in mouth"), erythema ("skin redness"), skin mass ("skin bumps"), dry skin ("dry skin"), skin disorder ("patches of skin resembling burn marks, skin bumps"), pruritus ("itching"), weight fluctuation ("weight fluctuations"), back pain ("lower back pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery ( underwent a bilateral salpingectomy, during which both her fallopian tubes removed) and surgery (leap procedure was performed removing part of the cervix). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal infection, dysmenorrhoea, abdominal pain lower, arthralgia, uterine pain, menorrhagia, dysgeusia, migraine, cervix carcinoma, anxiety, rash, erythema, skin mass, dry skin, skin disorder, fatigue, weight fluctuation, back pain, headache, vaginal haemorrhage, allergy to metals, bladder disorder, urinary tract disorder and dyspareunia outcome was unknown and the pruritus had resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, bladder disorder, cervix carcinoma, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, menorrhagia, migraine, pelvic pain, pruritus, rash, skin disorder, skin mass, urinary tract disorder, uterine pain, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet : abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, rashes or skin conditions type: skin rash/bumps, dry patches on skin, itching, migraines / headaches, bladder or urinary problems or changes, salpingectomy (bilateral removal of fallopian tubes), nickel allergy, dyspareunia (painful sexual intercourse), pain, other injury(ies) or complication (s) please describe: had an abnormal pap smear with cancer cells and a leap procedure was performed removing part of the cervix, fatigue added as events. Patient, reporter and product information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6)2017. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and cervix carcinoma ("had an abnormal pap smear with cancer cells") in a 37-year-old female patient who had essure (batch no. 857597) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage. Concurrent conditions included nickel sensitivity and uterine bleeding. Concomitant products included cyanocobalamin, escitalopram oxalate (lexapro), topiramate (topamax) and vitamin d nos (vitamin d). On (B)(6)2010, the patient had essure inserted. On (B)(6)2011, the patient was found to have cervix carcinoma (seriousness criterion medically significant) and experienced rash ("rashes"), skin mass ("skin bumps"), skin disorder ("patches of skin resembling burn marks, skin bumps") and pruritus ("itching"). In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2011, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation"), the first episode of vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). In (B)(6)2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"). In (B)(6)2012, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"). In (B)(6), the patient experienced the second episode of vaginal haemorrhage ("spotting / passing clots"), menstruation irregular ("irregular periods"), palpitations ("heart palpitations"), constipation ("constipation"), depression ("depression") and urticaria ("hives") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2014, the patient experienced headache ("headaches"). In (B)(6), the patient experienced migraine ("migraines"). On (B)(6)2017, the patient experienced anxiety ("worsening of her anxiety"). On an unknown date, the patient experienced vaginal infection ("chronic vaginal infections") with vaginal discharge, abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), dysgeusia ("metallic taste in mouth"), erythema ("skin redness"), dry skin ("dry skin"), weight fluctuation ("weight fluctuations"), back pain ("lower back pain"), allergy to metals ("nickel allergy") and abdominal pain ("abdominal pain"). The patient was treated with surgery (leap procedure was performed removing part of the cervix and on (B)(6)2017, underwent a bilateral salpingectomy, during which both her fallopian tubes removed). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal infection, dysmenorrhoea, abdominal pain lower, arthralgia, uterine pain, menorrhagia, dysgeusia, migraine, cervix carcinoma, anxiety, rash, erythema, skin mass, dry skin, skin disorder, fatigue, weight fluctuation, back pain, headache, allergy to metals, bladder disorder, urinary tract disorder, dyspareunia, the last episode of vaginal haemorrhage, menstruation irregular, palpitations, weight increased, constipation, depression, urticaria and abdominal pain outcome was unknown and the pruritus had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, bladder disorder, cervix carcinoma, constipation, depression, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, menorrhagia, menstruation irregular, migraine, palpitations, pelvic pain, pruritus, rash, skin disorder, skin mass, urinary tract disorder, urticaria, uterine pain, vaginal infection, weight fluctuation, weight increased, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. Discrepant data provided: essure insertion provided as (B)(6)2012 (previously reported as (B)(6)2010). (B)(6)2010(discrepancy noted in insertion date) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2010: results: confirming full occlusion of fallopian tubes.. Pregnancy test urine - on (B)(6)2010: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:cervical intraepithelial neoplasia 3, itching,pelvic pain, heavy vaginal bleeding, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received event " abdominal pain" was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and cervix carcinoma ("had an abnormal pap smear with cancer cells") in a 37-year-old female patient who had essure (batch no. 857597) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage. Concurrent conditions included nickel sensitivity. Concomitant products included "cholecalciferol" (vitamin d), cyanocobalamin (vitamin b12), escitalopram oxalate (lexapro) and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced cervix carcinoma (seriousness criterion medically significant) and rash ("rashes"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), the first episode of vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced the second episode of vaginal haemorrhage ("spotting / passing clots"), menstruation irregular ("irregular periods"), palpitations ("heart palpitations"), weight increased ("weight gain"), constipation ("constipation"), depression ("depression") and urticaria ("hives"). In 2014, the patient experienced migraine ("migraines"), fatigue ("chronic fatigue") and headache ("headaches"). On (B)(6) 2017, the patient experienced anxiety ("worsening of her anxiety"). On an unknown date, the patient experienced vaginal infection ("chronic vaginal infections") with vaginal discharge, abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation"), dysgeusia ("metallic taste in mouth"), erythema ("skin redness"), skin mass ("skin bumps"), dry skin ("dry skin"), skin disorder ("patches of skin resembling burn marks, skin bumps"), pruritus ("itching"), weight fluctuation ("weight fluctuations"), back pain ("lower back pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (on (B)(6) 2017, underwent a bilateral salpingectomy, during which both her fallopian tubes removed) and surgery (leap procedure was performed removing part of the cervix). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal infection, dysmenorrhoea, abdominal pain lower, arthralgia, uterine pain, menorrhagia, dysgeusia, migraine, cervix carcinoma, anxiety, rash, erythema, skin mass, dry skin, skin disorder, fatigue, weight fluctuation, back pain, headache, allergy to metals, bladder disorder, urinary tract disorder, dyspareunia, the last episode of vaginal haemorrhage, menstruation irregular, palpitations, weight increased, constipation, depression and urticaria outcome was unknown and the pruritus had resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, bladder disorder, cervix carcinoma, constipation, depression, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, menorrhagia, menstruation irregular, migraine, palpitations, pelvic pain, pruritus, rash, skin disorder, skin mass, urinary tract disorder, urticaria, uterine pain, vaginal infection, weight fluctuation, weight increased, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. Discrepant data provided: essure insertion provided as (B)(6) 2012 (previously reported as (B)(6) 2010). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("chronic vaginal infections") with vaginal discharge, dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation"), dysgeusia ("metallic taste in mouth"), migraine ("migraines"), dyspareunia ("painful intercourse"), anxiety ("worsening of her anxiety"), rash ("rashes"), erythema ("skin redness"), skin mass ("skin bumps"), dry skin ("dry skin"), skin disorder ("patches of skin resembling burn marks"), pruritus ("itching"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuations") and back pain ("lower back pain"). The patient was treated with surgery (on (B)(6) 2017, underwent a bilateral salpingectomy, during which both her fallopian tubes removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal infection, dysmenorrhoea, abdominal pain lower, arthralgia, uterine pain, menorrhagia, dysgeusia, migraine, dyspareunia, anxiety, rash, erythema, skin mass, dry skin, skin disorder, pruritus, fatigue, weight fluctuation and back pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, menorrhagia, migraine, pelvic pain, pruritus, rash, skin disorder, skin mass, uterine pain, vaginal infection and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirming full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.